Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2013-15148. The pt received two extensions (from different lots) as part of his pns system (off-label). It was reported, the pt's left lead had invalid impedances and the pt had a lack of stimulation. The extensions were explanted and replaced. The pt reported effective stimulation coverage postoperative.